Event description:
It was reported that a user experienced recurrent nighttime low blood glucose while using the ilet, with glucose dropping around 3¿4 a.m. And requiring repeated carbohydrate treatments. The user also overcorrected a morning low and later experienced hyperglycemia and was assisted in changing the therapy target from usual to lower and advised on cartridge management and hypoglycemia treatment. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 387 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified consistent with overtreating hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.